Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and heart block. It was also reported that the right atrial (ra) lead exhibited oversensing. It was further reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) counts, oversensing and was oversensing the patient's atrial fibrillation (af). It was also noted that pacing inhibition was bad on both the ra and rv lead. Both the ra and rv lead remain in use. No further patient complications have been reported as a result of this event.